Event description:
Evaluated advia glucose patient results were reported to the physician. The samples were repeated at the physician's request on second system and their results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to faulty check valve on the reagent 1 delivery line. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.